Event description:
It was reported that a pt underwent a sling procedure on (B)(6) 2009. During the procedure, the surgeon could not get the pt dry. Then it was noticed that the mesh had come apart from the fleece tip. A second device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Fleece/mesh end delamination. Conclusion: the product upon which this medwatch is based is anticipated once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.